Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u3575610 pta balloon dilatation catheter allegedly experienced material rupture this information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) male patient is (B)(6).